Event description:
I am reporting an event involving a medtronic 0.038inch, 145 cm j wire used during cardiac catheterization. After reviewing the product packing and the IFU for this device, I think it should have never been sold to directly to an end user such as a clinic or hospital. It appears to me that this non-sterile version of this product would be intended for sale to manufactures of sterile kits like medline and cardinal. The item would be included in the custom kit and the entire kit would be sterilized. The custom kit would have a contents list and expiration date. I think the labeling of this product is unsafe as it is not marked "item must be sterilized before use" or "non-sterile" and the packaging contains no expiration date or statement that the item is has indefinite shelf life. FDA safety report ID # (B)(4).